Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus/embedded in uterus"), device expulsion ("migration of essure device location of device: uterus/embedded in uterus"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (ess205) (batch no. 609795) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, type 2 diabetes mellitus, bipolar disorder and high cholesterol. Concomitant products included aripiprazole (abilify) and salbutamol (albuterol). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"). In 2009, the patient experienced tooth fracture ("dental problems teeth breaking due to weakening of enamel with all top teeth pulled and dentures placed") and enamel anomaly ("dental problems teeth breaking due to weakening of enamel with all top teeth pulled and dentures placed"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/vaginal bleding several times throughout the month with 2-3 periods a month"), nausea ("nausea"), weight increased ("weight gain"), abdominal pain lower ("left llq/abdominal pain/pain lower abdomen"), flank pain ("left flank pain"), adenomyosis ("adenomyosis"), cough ("persistent cough and wheezing"), wheezing ("persistent cough and wheezing") and rectal haemorrhage ("rectal bleeding"). The patient was treated with medroxyprogesterone (depo provera), surgery (total hysterectomy (uterus and cervix removed), and surgery (ablation was done in 2012). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pelvic pain, menorrhagia, endometriosis, dysmenorrhoea, vaginal haemorrhage, tooth fracture, nausea, weight increased, adenomyosis and rectal haemorrhage outcome was unknown, the abdominal pain lower and flank pain had resolved and the cough and wheezing had not resolved. The reporter considered abdominal pain lower, adenomyosis, cough, device expulsion, dysmenorrhoea, embedded device, enamel anomaly, endometriosis, flank pain, menorrhagia, nausea, pelvic pain, rectal haemorrhage, tooth fracture, vaginal haemorrhage, weight increased and wheezing to be related to essure (ess205). The reporter commented: current weight 272 lbs. On (B)(6) 2006, the essure devices were then placed bilaterally without difficulty. Approximately 4 coils were placed per side. She did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. On (B)(6) 2014, surgical pathology revealed there was a spring-like, flexible piece of silver plastic which is embedded within the top of the left endometrial cavity. A digital photograph is taken. The right side of the uterus has the same piece of silver metallic plastic, however it is located in the right cornu. On (B)(6) 2015, computerised tomogram abdomen revealed some colonic diverticulosis relatively mild without inflammation seen. Fat-containing right inguinal hernia of the indirect type and new from the prior study. Hepatomegaly with fatty infiltration of liver and unchanged. A small sliding-type hiatal hernia. This is not seen previously. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia)/vaginal bleding several times throughout the month with 2-3 periods a month, dental problems teeth breaking due to weakening of enamel with all top teeth pulled and dentures placed, dysmenorrhea (cramping), migration of essure device location of device: uterus/embedded in uterus, nausea, pain, weight gain, left llq/abdominal pain/pain lower abdomen, left flank pain; adenomyosis, persistent cough and wheezing and rectal bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus/embedded in uterus"), device expulsion ("migration of essure device location of device: uterus/embedded in uterus"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and rectal haemorrhage ("rectal bleeding") in an adult female patient who had essure (ess205) (batch no. 609795-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didi not undergo essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included obesity, type 2 diabetes mellitus, bipolar disorder and high cholesterol. Concomitant products included aripiprazole (abilify), fluoxetine hydrochloride (prozac) and salbutamol (albuterol). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"). In 2009, the patient experienced tooth fracture ("dental problems teeth breaking due to weakening of enamel with all top teeth pulled and dentures placed") and enamel anomaly ("dental problems teeth breaking due to weakening of enamel with all top teeth pulled and dentures placed"). In (B)(6) 2012, the patient experienced abdominal pain lower ("left llq/abdominal pain/pain lower abdomen"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/vaginal bleding several times throughout the month with 2-3 periods a month"), nausea ("nausea"), weight increased ("weight gain"), flank pain ("left flank pain"), adenomyosis ("adenomyosis"), cough ("persistent cough and wheezing"), wheezing ("persistent cough and wheezing"), rectal haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with medroxyprogesterone (depo provera), surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (to remove the essure implant) and surgery (ablation was done in 2012). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, menorrhagia, endometriosis, dysmenorrhoea, vaginal haemorrhage, tooth fracture, nausea, weight increased, adenomyosis and rectal haemorrhage outcome was unknown, the pelvic pain, abdominal pain lower, flank pain and abdominal pain had resolved and the cough and wheezing had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, cough, device expulsion, dysmenorrhoea, embedded device, enamel anomaly, endometriosis, flank pain, menorrhagia, nausea, pelvic pain, rectal haemorrhage, tooth fracture, vaginal haemorrhage, weight increased and wheezing to be related to essure (ess205). The reporter commented: current weight 272 lbs. On (B)(6) 2006, the essure devices were then placed bilaterally without difficulty. Approximately 4 coils were placed per side. She did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. On (B)(6) 2014, surgical pathology revealed there was a spring-like, flexible piece of silver plastic which is embedded within the top of the left endometrial cavity. A digital photograph is taken. The right side of the uterus has the same piece of silver metallic plastic, however it is located in the right cornu. On (B)(6) 2015, computerised tomogram abdomen revealed some colonic diverticulosis relatively mild without inflammation seen. Fat-containing right inguinal hernia of the indirect type and new from the prior study. Hepatomegaly with fatty infiltration of liver and unchanged. A small sliding-type hiatal hernia. This is not seen previously patient's current weight: 272 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Reporter's information updated. Added event abdominal pain and she did not undergo essure confirmation test. Updated event onset date and outcome of event pelvic pain was updated. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus/embedded in uterus"), device expulsion ("migration of essure device location of device: uterus/embedded in uterus"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (ess205) (batch no. 609795-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included obesity, type 2 diabetes mellitus, bipolar disorder and high cholesterol. Concomitant products included aripiprazole (abilify) and salbutamol (albuterol). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"). In 2009, the patient experienced tooth fracture ("dental problems teeth breaking due to weakening of enamel with all top teeth pulled and dentures placed") and enamel anomaly ("dental problems teeth breaking due to weakening of enamel with all top teeth pulled and dentures placed"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/vaginal bleding several times throughout the month with 2-3 periods a month"), nausea ("nausea"), weight increased ("weight gain"), abdominal pain lower ("left llq/abdominal pain/pain lower abdomen"), flank pain ("left flank pain"), adenomyosis ("adenomyosis"), cough ("persistent cough and wheezing"), wheezing ("persistent cough and wheezing") and rectal haemorrhage ("rectal bleeding"). The patient was treated with medroxyprogesterone (depo provera), surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (to remove the essure implant) and surgery (ablation was done in 2012). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, pelvic pain, menorrhagia, endometriosis, dysmenorrhoea, vaginal haemorrhage, tooth fracture, nausea, weight increased, adenomyosis and rectal haemorrhage outcome was unknown, the abdominal pain lower and flank pain had resolved and the cough and wheezing had not resolved. The reporter considered abdominal pain lower, adenomyosis, cough, device expulsion, dysmenorrhoea, embedded device, enamel anomaly, endometriosis, flank pain, menorrhagia, nausea, pelvic pain, rectal haemorrhage, tooth fracture, vaginal haemorrhage, weight increased and wheezing to be related to essure (ess205). The reporter commented: current weight 272 lbs. On (B)(6) 2006, the essure devices were then placed bilaterally without difficulty. Approximately 4 coils were placed per side. She did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. On (B)(6) 2014, surgical pathology revealed there was a spring-like, flexible piece of silver plastic which is embedded within the top of the left endometrial cavity. A digital photograph is taken. The right side of the uterus has the same piece of silver metallic plastic, however it is located in the right cornu. On 17-sep-2015, computerised tomogram abdomen revealed some colonic diverticulosis relatively mild without inflammation seen. Fat-containing right inguinal hernia of the indirect type and new from the prior study. Hepatomegaly with fatty infiltration of liver and unchanged. A small sliding-type hiatal hernia. This is not seen previously quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and dysmenorrhoea ("painful periods"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.